Event description:
It was reported that the patient fell and hit the stimulator side, it moved, and one of the leads was a little loose. When the device was turned off, it shocked him. The patient did have an x-ray, but the results were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).